Event description:
A field feedback report was reported to the company that there was an incident during a lumbar tlif procedure using the pivotec inserter and lumbar interbody implant, that may have contributed to a dural tear. During insertion of the implant it was described that the implant/instrument interface had unintentional movement from the fully locked position during impaction and insertion. There was less than 20 minutes surgical delay required to address the dural tear. No additional clinical information was provided, and no further health damage reported in the patient.

Manufacturer narrative:
This MDR report is past the reporting date due to gaining access to esg protal for reporting. If information is provided in the future, a supplemental report will be provided.

Event description:
A field feedback report was reported to the company that there was an incident during a lumbar tlif procedure using the pivotec inserter and lumbar interbody implant, that may have contributed to a dural tear. During insertion of the implant it was described that the implant/instrument interface had unintentional movement from the fully locked position during impaction and insertion. There was less than 20 minutes surgical delay required to address the dural tear. No additional clincal information was provided, and no further health damage reported in the patient.

Manufacturer narrative:
This MDR report is past the reporting date due to gaining access to esg protal for reporting. If information is provided in the future, a supplemental report will be provided.